Manufacturer narrative:
Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The plunger was observed in advanced position, and locked; the cartridge was correctly engaged into lower body of the pcb00 device. No assembly errors and/or defects related to manufacturing process were observed. Visual inspection at 10x microscope magnification showed lack of lubricant material in the device. The intraocular lens (iol) was observed stuck at the cartridge tube. Dent/distortion was observed in the cartridge tip. The reported issue of tip deformed was verified. However, the condition in which the sample was received indicated that the unit was handled and prepared for the surgical process. Manufacturing records review: the manufacturing records for the preloaded delivery system were reviewed. During manufacturing the operators check the neck, tube and tip areas for cracks. No cracks or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00v device was defective. Reportedly, the intraocular lens (iol) was stuck at the cartridge tip and had contact with the patient¿s cornea. Additional information was received and it was learnt that the injector was inserted into the incision when a burr/ridge was noticed at the cartridge tip and the implantation was stopped. The iol was not implanted. As a result, the cornea in the area of the main incision was slightly damaged but without further complications. Another lens, same model was implanted without any problems, and no additional medical or surgical intervention was required. The patient's outcome was good vision, and there was no harm to the patient. No additional information was provided to abbott medical optics.